Event description:
Patient experienced swelling in the right ankle after falling approximately 7 weeks post excision of synostosis in the ankle (at the distal part of the fibula and tibia) and use of orthadapt bioimplant as a wrap around the fibula and between the fibula and tibia. One week later, yellowish-clear fluid was aspirated and approximately 5 weeks later, the bioimplant was explanted.

Manufacturer narrative:
After the excision of the synostosis, an orthadapt (9x10cm) was wrapped around the fibula between the fibula and tibia to prevent a future malunion. The surgeon used a 2.5 mm statak suture anchor and 2-0 vicryl suture to sew the bioimplant in place tightly to the bone. At 4 weeks post op, the patient had significantly improved range of motion and was pain-free. At 6 weeks post op, the patient was seen again and reported no symptoms. One week later, the patient came in with excessive swelling in her right ankle; the surgeon stated, the patient had become non-compliant because she was feeling better and had fallen while out one evening. During the explant, the surgeon noted the graft was attached laterally, but it seemed as though the graft had ripped medially (between the tibia & fibula). No other information was provided. This is an off label procedure. Also, the IFU indicates only non-absorbable suture to fixate the bioimplant. Based on the provided information, the off label use and trauma are the likely cause of the event. The manufacturer of the device at the time was pegasus biologics, inc.